Event description:
Aspiration is stuck and is not controllable. There was no report of pt injury.

Manufacturer narrative:
Due to balanced salt solution contamination, replacements were made to the aspiration sensor, venturi assembly, service control, and miscellaneous tubing and brass fittings.